Manufacturer narrative:
The exact implant date was not available, therefore the date 01/01/2018 was used as estimate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss from the reservoir suspected to be from puncture of the component. A surgical procedure was performed to remove and replace the ipp. No additional information was provided.